Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 7 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the center for fatigue and low flows. The customer believed the low flows were as a result of an outflow graft obstruction. On an unspecified date, the patient was taken to the catheterization laboratory and the outflow graft was stented where they believed the kink to be. The low flows resolved. No additional information was provided.

Manufacturer narrative:
The report of a kink in the outflow graft could not be confirmed through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.